Event description:
It was reported that during a follow up, dislodgement of the left ventricular lead was observed. The physician elected not to reposition the lead at that time. The patient was in good condition and would be monitored.